Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n323952, implanted: (B)(6) 2012, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the personal therapy manager (ptm) was not uploading information. The refill date was not accurate. The patient had just had a refill and the date was correct on the session data report, but not on the ptm. The ptm was going to be decoupled and recoupled to the pump. Additional information has been requested, but was not available as of the date of this report.